Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: review of the submitted log file confirmed events associated with suspected thrombus; however, thrombus could not be confirmed through this evaluation as the heartmate ii left ventricular assist system (lvas), serial number unknown, was not returned for evaluation. A direct correlation between the heartmate ii lvas and the reported patient outcome could not be established through this evaluation. Review of the submitted log file found that intermittent low flow hazard alarm flags were captured on (B)(6) 2026. Increased power was captured on (B)(6) 2026. A transient decrease in pump speed to below the low-speed limit was also noted during the elevation in power and resolved. Based on historical experience with the heartmate ii lvas and similar reported events, these events could be indicative of an obstruction within the pump. No other notable events or alarms were captured. A specific cause for the low flow alarm flags could not be conclusively determined through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The heartmate ii lvas was not returned for evaluation. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate ii left ventricular assist device (lvas) instructions for use (IFU), and the heartmate ii patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 1, ¿introduction¿, lists potential adverse events, including device thrombosis and death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including pump speed, power, flow, and pulsatility index (pi). Section 1 explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Gradual power increases (over hours or days) may signal thrombus deposits inside the pump. Depending on the speed of the pump, power values greater than 10 to 12 watts (w) also can indicate the presence of a thrombus. Abrupt changes in power should be evaluated for cause. Section 1 explains that any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. Conversely, an occlusion of the flow path decreases flow and causes a corresponding decrease in power. In either situation, pump output should be assessed. Section 4, ¿heartmate touch communication system,¿ provides more information regarding all pump parameters and describes situations that may result in a low flow hazard alarm, including changes in patient conditions. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Following the pump exchange on (B)(6) 2026, pump thrombosis occurred. The patient passed away on (B)(6) 2026, and log files were submitted for analysis which captured transient power elevations on (B)(6) 2026 as well as two events where the recorded pump speed was below the low-speed limit. It was noted that the speed reductions and power elevations recoded may have been due to the thrombosis.